Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they took insulin pump off to get in pool and it had blank display as well as customer noticed crack on the battery compartment and back of insulin pump. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states the display was blank less than 30 seconds and did not returned. The customer removed the battery and reinstalled and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a flashing white blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current test, active current test and self test due to display anomaly. Device received with cracked belt clip rail case corner and battery tube threads..